Manufacturer narrative:
Zoll has received the zoll platform in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During shift check, the autopulse platform (B)(4) displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement was reported. .

Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cell was found defective and a replacement was required. Visual inspection was performed and found bent battery lock and the encoder drive shaft not rotating smoothly, exhibits binding and resistance, unrelated to the reported complaint. Battery lock was replaced and the sticky clutch plate was deburred to address the issue. Following the repair, the platform passed all functional testing criteria and met all required specifications. Review of the archive data indicated multiple error messages (ua) 07 on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).